Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The suture capture has been fractured. The fractured piece was not returned. The upper jaw has been twisted to the side. Bio debris is present. A functional evaluation revealed the jaw will close and the suture passer needle will deploy when trigger is initiated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force during use). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a root suture procedure-arthroscopy, when performing the stitch it was noticed that the forceps of the firstpass were not working properly. To avoid the risk of breaking inside the patient, the doctor asked for another forceps to be opened. There was no breakage inside the patient. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No further complications were reported.